Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan b)(6) alleging that their onetouch verio iq meter was reading inaccurately high. During troubleshooting of the original complaint the customer care advocate had the patient perform a precision test and determined that the subejct meter was reading inaccurately erratic when performing back to back blood glucose tests. During the precision test the patient claimed to obtain blood glucose results of "22.0 and '3. Something mmol/l'" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. The patient denied developing symptoms or receiving treament as a result of the alleged issue. This complaint is being ruled out as an adverse event because the patient did not allege any harm as a result of the alleged issue. However, this complaint is being reported as a malfunction because the two results being compared exceed lifescan's specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4):the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.